Event description:
A call was made to technical services reporting an external pulse generator (epg) will not stay powered on. The customer is expected to return the device to the manufacturer. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).